Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into the emergency with multiple inappropriate shocks for af with rvr. Some episodes were falling into the vf zone and many p-waves were blanked by r-waves. Since the patient stopped using medication, recommended programming changes were not made.